Manufacturer narrative:
One (1) 0035040 poole suction instrument was received for evaluation of "insufficient heatseal or blister pack." Visual inspection revealed that there was an open pouch in the seal area of the complaint. Further evaluation by the packaging lab engineer found that this opening was created by the product being caught in the seal during the seal process of the form, fill and seal machine. This resulted in a breach in sterility, therefore this complaint is confirmed. This device was manufactured on 12-september-2016. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Of the lot containing (B)(4) devices only this 1 complaint has been received. A 2-year review of product family history has revealed 13 complaints involving 16 devices of which 10 were confirmed or pending evaluation of "insufficient heatseal." During this same 2-year time frame, over (B)(4) devices were sold worldwide making the occurrence rate for this failure mode (B)(4) percent. The reported packaging anomaly was obvious to the distributor, prompting return of the device for evaluation and replacement. This failure mode has been addressed in the risk documents. To date, there have been no long term adverse effects from any of these reported incidents however, an investigation has been initiated to prevent further occurrences. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
As reported by the distributor in (B)(4), one (1) poole suction instrument was discovered to have an "insufficient heatseal or blister pack." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. This report is being filed based on the potential for injury with recurrence.